Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station had been receiving old active directory messages from account updates, which resulted in users being readmitted in the pyxis es server. The technical support specialist (tss) created and enabled an str proc to filter a08 messages for specific nurse units when the admit date was older than 31 days from the current date and time to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had user request to block old and discharged adt. Customer reported that the interface feed had been receiving outdated adt messages generated from account updates. These being processed by the system and were readmitting patients within the pyxises server. The customer inquired whether the cce procedure could have prevented or blocked these unwanted account entries from being created. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.